Event description:
It was reported that during a procedure of a severly calcified, moderately tortuous, left anterior descending (lad) and diagonal branch arteries, the guidewire was placed in the distal lad and the first diagonal branch and the trek was placed at the proximal first diagonal artery; the first dilatation was performed without issue, however during the second balloon inflation the balloon ruptured at 12 atmosphere (atm). A voyager nc balloon was used to pre-dilate without difficulty. There was no reported patient sequela. No additional information provided.

Event description:
Additional information was received subsequent to the initial MDR being filed:first inflation of the trek was at 10 atm.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood in the guide wire lumen. There was thick dried contrast on the shaft and balloon and contrast in the inflation lumen and inside the balloon. The balloon was returned partially filled with contrast. There was no damage noted to the balloon catheter. This is consistent with the reported information that the balloon catheter was inserted into the patient. Balloon rupture can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was a non-abbott inflation device and stopcock returned attached to hub of the balloon catheter. The inflation device was returned with contrast in the syringe and thick dried contrast on the entire inflation device. The stopcock was returned in the open position. There was no damage noted to the non-abbott stopcock or to the competitor inflation device. The returned indeflator was used to pressurize the balloon catheter when fluid leaked out a pinhole in the distal end of the balloon located 0.5 mm proximal to the distal balloon marker. There were no scratches visible on the balloon. The scanning electron microscopy (sem) results indicated that the failure may be attributed to mechanical damage to the outer surface and the leak was located along a fold crease. However, the balloon did not rupture until the second inflation. Additional information was received indicating that the first inflation was at 10 atmosphere (atm). It was reported that the lesion was severely calcified which likely contributed to the reported rupture. It is possible that interaction with the calcification during the initial and second inflation subsequently led to the balloon rupture. A review of the finished product lot history records did not real any nonconforming material records issued for this lot. The reported balloon rupture appears to be related to the circumstance of the procedure and there are no indications of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.